Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-3602-2 fibertak shaft broke while being inserted through the curved guide. All the broken fragments were retrieved, and the case was completed using a new product. This was discovered during a meniscus repair procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: the shaft broken fragments were contained within the curved guide and were not loose in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.